Event description:
It was reported that this health care professional (hcp) wanted a review of reports for this right atrial (ra) lead. Technical services (ts) reviewed the reports and noted that there were noisy signals in a signal artifact monitor (sam) episode on all channels, which switched the minute ventilation (mv) vector. The noisy signals were also oversensed that resulted in an inappropriate atrial tachy response (atr) episode. Ts provided additional insights the other reports. The lead remains in use. No adverse patient effects were reported.